Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately calcified and moderately tortuous mid right coronary artery (rca). The physician advanced the maverick2 monorail ptca catheter and inflated the balloon once to 10atms, however, the balloon ruptured. The maverick was removed intact from inside the pt. Another MFR's 30mm x 2.5mm balloon catheter was used to successfully complete the procedure. No pt complications were reported and the pt's status was noted as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.